Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve (implanted valve-in-valve into another transcatheter aortic valve), the valve dislodged into the left ventricle upon release from the delivery catheter system (dcs) and was left implanted in a lower position. The moderate paravalvular leak (pvl) did not improve, and impingement of the anterior mitral leaflet was noted. Mitral stenosis was reported. A gradient of 7 mmhg and reduced mitral valve area were verified by trans-esophageal echocardiogram (tee). Multiple attempts were made to snare the second valve to a higher position but were unsuccessful. An attempt was then also made to snare the first valve, however was unsuccessful. The patient was in stable condition and no further intervention was performed. It was reported that the patient will continue to be monitored. No adverse patient effects were reported.